Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. The patient's father did not report injury or medical intervention. No additional patient or event information is available. The complaint device has been received for evaluation. The transmitter ((B)(4)) that was used with the complaint device was also returned on (B)(6) 2015 for evaluation. A follow-up report will be submitted once the evaluations are complete.